Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a constant cassette error. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens, a peeled downstream occlusion (dso) seal, a worn upstream occlusion (uso) seal, and corroded battery compartment and battery door. Review of the event history log (ehl) showed cassette not attached properly. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.